Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified atherosclerotic inferior mesenteric artery. A 5.0 x 190 cm sparatcore .014 guide wire was used. However, the device met resistance during advancement with the anatomy due to the calcified area in the aorta. Therefore, the device failed to cross the lesion, and the tip became kinked. Additionally, it was not possible to advance a viatrac balloon dilatation catheter over the guide wire due to the kink. Then, an attempt was made to advance an unspecified .014 catheter over the guide wire; however, the device could not advance over the kinked tip either. The guide wire was then removed with force as it met resistance with the anatomy, and the tip of the device separated. The tip remained in the iliac artery and could not be retrieved with a lasso device. Therefore, an unspecified stent was then implanted to embed the tip to the vessel wall. The procedure was aborted, and another intervention will be scheduled at a later date using another access site. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment, the reported kink and the reported difficulty to position using a guiding catheter were able to be confirmed. The reported failure to advance the device and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. The reported difficulty to position using a balloon catheter was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the hi-torque guide wires instructions for use states: prior to use and when possible during the procedure, inspect the guide wire carefully for bends, kinks, or other damage. Do not use damaged guide wires. Using a damaged guide wire may result in vessel damage and / or inaccurate torque response. The violation of the IFU appears to have contributed to the reported difficult to position. It should also be noted that the hi-torque guide wires instructions for use states: never push, auger, withdraw or torque a guide wire which meets resistance. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent violations of the instructions for use (IFU). Interaction with the moderately calcified and/or manipulation of the device resulted in the reported tip kink. Attempts (against the IFU) to advance a viatrac balloon dilatation catheter and an unspecified .014 catheter over the kinked guide wire resulted in the reported difficulty to position. Resistance with the moderately calcified anatomy during removal as the guide wire was removed with force (against the IFU) resulted in the report difficulty to remove, the noted scraped teflon coating and ultimately resulted in the report tip/core detachment. Additionally, images were received which were reviewed by an abbott vascular clinical specialist who concluded the following: the images received support the loss of the tip with bunching of the wire which appears to be the result of trying to retract the wire into a catheter into which the damaged distal end would not fit. The anatomical implications are not shown within the images received but the description of the incident is congruent with the damage seen on the wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Images were received which were reviewed by an abbott vascular clinical specialist who concluded the following: the images received support the loss of the tip with bunching of the wire which appears to be the result of trying to retract the wire into a catheter into which the damaged distal end would not fit. The distal separated wire is noted within the images provided.